Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect ca 19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74577fp00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. Historical performance of reagent lot 74577fp00 was reviewed using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 74577fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 74577fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result on a patient diagnosed with pancreatic cancer. The following results were provided: (B)(6) 2025 sid (B)(6) = x5 dilution = 3836.7 u/ml. (B)(6) 2025 = 228.3 u/ml. (B)(6) 2025 = 75.4 u/ml. (B)(6) 2025 = 179.3 u/ml. (B)(6) 2025 = 83.5 u/ml. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result on a patient diagnosed with pancreatic cancer. The following results were provided: on (B)(6) 2025 sid (B)(6) = x5 dilution = 3836.7 u/ml. On (B)(6) 2025 = 228.3 u/ml. On (B)(6) 2025 = 75.4 u/ml. On (B)(6) 2025 = 179.3 u/ml. (B)(6) 2025 = 83.5 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33, with 510k/PMA/bla number k052000.